Manufacturer narrative:
It was reported that a left hip revision surgery was performed. During the revision, the hemi head & modular sleeve were removed. The acetabular cup & stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers a complete complaint history review cannot be performed for the devices involved. The device lot details were not received for investigation, therefore manufacturing record review and full assessment of the reported event cannot be performed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. A risk management review was performed. No additional risks were identified as a result of the reported event. The medical documents were received. The reported elevated metal ions and pseudotumor are consistent with findings associated with metal debris; however, the root cause of the clinical reactions cannot be determined and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed.